Event description:
An unspecified number of undocumented incidents of disconnectins. It was reported that the male luer of the extension sets loosened and disconnectedf rom various unsepcified access devices. There were no reported adverse pt effects. No med interventions were required.